Event description:
It was reported that the large needle driver instrument was not recognized by the da vinci s system. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted tests and found that recognition passed. Engineering also observed the distal end of the main tube has a couple of sections with deep scratches. The scratches are 180 degrees apart and have material removed. Based on the location and appearance, the scratch is most likely due to instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as the disconnection of the instrument tip.